Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose level and diabetic ketoacidosis. Customer's blood glucose was 1100 mg/dl at the time of admission. Customer has been sick throughout the week prior to hospitalization. The customer was wearing the insulin pump at the time of admission. Customer had another hospitalization on (B)(6) 2018 due to high readings. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.